Event description:
It was reported that the patient presented to the clinic for a follow up due to a patient alert, high pacing lead impedance was observed. Intermittent exit block was also noted. A second follow up it was observed that the intermittent exit block was still present. On a subsequent visit, non-sustained ventricular lead noise episodes were noted. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.